Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock impedance measurement. Technical services (ts) was consulted, and they requested the episode files to be submitted to determine if the measurements values were out of range. Ts also advised about the risk on therapy delivery depending on actual measured values. This lead remains in service. No adverse patient effects were reported. Additional information was received defibrillation threshold (dft) test was performed which failed to convert and an error code fc1005 indicative of an open circuit condition during shock delivery was present. Technical services (ts) stated that due to the gradual rise in shock impedance, it is possible that calcification has occurred around the coil; this is preventing the full energy from being delivered. Ts recommended a lead revision. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements which went high out of range. Technical services (ts) noted it is possible that calcification had occurred around the coil. Beep tones were heard coming from this device. This patient underwent a defibrillation threshold (dft) test in which a code 1005 was observed which is indicative of an open circuit condition during shock delivery. The dft test was unsuccessful as the rhythm did not convert. Ts recommended a revision procedure. Currently, this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements which went high out of range. Technical services (ts) noted it is possible that calcification had occurred around the coil. Beep tones were heard coming from this device. This patient underwent a defibrillation threshold (dft) test in which a code 1005 was observed which is indicative of an open circuit condition during shock delivery. The dft test was unsuccessful as the rhythm did not convert. Ts recommended a revision procedure. Currently, this crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.